Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the tower common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The vsc monitor could not show full display on the screen and the vision cart power button not stop blinking blue with a message of insufflator disabled. System was not be able to program. Psc is connecting but never completed. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power up all the way. The customer stated that the tower power button kept flashing blue and said "insufflator disabled" and the other three carts said "not connected to the tower." Prior to calling in, the customer hard power cycled the tower and checked blue fiber cables, but the issue remained. The technical support engineer (tse) had the customer disconnect all blue fiber cable and hard power cycle the tower and it still would not power up. The tse had them power up the other three components in stand alone mode and they powered up fine. The customer did mention that they did generator testing the night before. The procedure was completed as planned with no reported injury.